Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose level of 652. Customer also experienced a blood glucose level of 587. Customer had difficulties calibrating their sensor due to the elevated blood glucose levels. Customer declined troubleshooting the hyperglycemia. The pump will not be returned. The sensor will be returned.